Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump had a blank display and failed battery. The customer¿s blood glucose level was 530 mg/dl. The customer stated that they had failed battery and was advised if not aligned or tightened the pump and the insulin pump did not alarm battery failed alarm. The customer reported that they had received a blank display. The troubleshooting was performed and was advised to insert new aa battery and display did not return after pump restart. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.